Event description:
Customer reported being hospitalized over a year ago due to high blood glucose readings of nearly 800 mg/dl and diabetes ketoacidosis. Customer stated that she also had a heart attack at one point. Customer stated that she was wearing the insulin pump at the time of the hospitalization. No further information reported.

Manufacturer narrative:
Currently it, is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.